Manufacturer narrative:
D10: concomitant devices updated. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that due to a complete re-fracture after surgery, the rfna was explanted and revised to a 12 mm diameter 320 mm long nail on (B)(6) 2023. This report is related to (B)(4), which reports the revision surgery that occurred on (B)(6) 2023. This is report 4 of 5 for (B)(4).

Event description:
Device report from japan reports an event as follows: it was reported that on 03-february-2023, the patient underwent the open reduction internal fixation for the femoral supracondylar fracture. It was found that ans locking screw set was not delivered before the surgery. The luggage was missing. The patient was at risk, so that the operation was started. The surgeon decided to use low-profile screws for all locking instead of the locking screws. Only one of each over 50 mm screw was included in the set, and they were only up to 70 mm. There were no end caps. There were 3.2 mm guide pin and drill bit. The distal locking screw was insufficient in length and amount, so that the surgeon adjusted the size of four screws and used the screws for distal locking. The pad (ksi¿s device) was used for proximal locking. Although the surgeon was aiming accurately, the drill sleeve was misaligned to the nail¿s screw hole. The surgeon pinched the drill sleeve to direct it toward the screw hole and inserted the screws without interference. During insertion of second screw, the drill bit interfered with the nail. The surgeon removed the drill bit once and created the route with the guide pin. It passed through the screw hole, and drilling was performed again. The second screw was inserted. The end cap could not be used because of lost luggage. The image showed an insufficiency fracture line near the proximal locking screw that was not present preoperatively. It seemed that the fracture line occurred during screw head burial. The surgeon decided to close a surgical incision. The surgery was completed successfully within 30 minutes delay. The surgeon commented that this case was inactive and that the surgeon originally planned to extend the period of unloading. The surgeon decided to further prolong the period of unloading and wait for porosis. No further information is available. This report is for an unk - drill bit: trauma. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: PMA/510k: this report is for an unknown drill bit: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Date of concomitant therapy is (B)(6) 2023. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.